Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and a myocardial infarction occurred. The initial procedure occurred in 2004. The physician placed a taxus express2 3.0x16mm drug eluting stent to the proximal right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm maverick over the wire balloon. Integrilin, heparin and plavix were used during this procedure. No pt injuries or complications were reported. Thirteen days post procedure, the patient presented with chest pain and angiography did not find any blockage. Patient presented again with chest pain four days later and angiography again showed no blockage. Two years later, the pt presented with chest pain and angiography showed total occlusion of the rca. The physician used a 2.5x12mm non bsc balloon at 8 atms for 10 seconds to the mid rca and then 13 atms for 26 seconds. An aspiration catheter was advanced and suction was started proximally and continued distally. At this point, the area very distal to the stent looked clean. The pt experienced an arrythmia at this time and atropine sulfate was administered. The physician then attempted to place a taxus express2 3.0x20mm drug eluting stent, but pictures showed that more blood clots had migrated from the stented area and the mid portion of the rca. The stent was then withdrawn, an aspiration catheter was re-advanced, and suction was done again in the entire rca. This was successful in clearing the stent and the distal area from blood clots. The taxus stent was then placed successfully. Medications used during this procedure include; versed, demerol, angiomax, atropine sulfate, dopamine, benadryl and plavix. No pt injuries or complications occurred. Patient status is satisfactory.